Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired on that same day, all of which was allegedly caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one evnet for the same patient involving two separate products.